Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg displays low battery message but passes functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system consisting of an ipg and lead on (B) (6) 2007. The pt continued to have trouble charging the ipg. Attempts at recharging using an add'l charger were not successful. Reprogramming was attempted but did not alleviate the reported issue. The physician relocated the ipg implant site to the pt's abdomen on (B) (6) 2008. It was reported that the pt continued to have difficulty recharging his ipg. An x-ray was taken which confirmed the ipg had not flipped in the pocket site. The ipg was explanted on (B) (6) 2009 and returned to ans for eval.